Manufacturer narrative:
Investigation results: one cadd legacy pump was returned for investigation. The customer reported product problem was unable to be confirmed. The pump was tested with the supplied cassette and no problems were found with attaching the cassette to the pump, or with the functioning of the latch mechanism. Delivery accuracy tests were performed and the pump was found to be delivering properly and within specification (53,40 ml/h). The pump ran successfully without displaying any alarm messages. Further inspection of the pumps event log found a few "no disposable" messages that were previously displayed. The investigator noted that pumps downstream occlusion sensor and cassette detection switch were functioning properly. The pump passed all tests and was found to be operating as intended.

Event description:
It was reported that the cassette locking device disengaged; possibly due to a vibration. The pump gave an unspecified alarm. Following this incident, the anesthesiologist immediately rushed back to the general ward and discovered that the drug solution had leaked in its entirety. The patient's vital signs prompted the physician to transfer the patient to the intensive care unit (ICU) for treatment. The patient's vital signs returned to normal in the ICU. The patient was then transferred back to the general ward, and was expected to be discharged after two weeks. No patient injury or further complications were reported in relation to this event.